Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was damaged and leaking before use. The following information was provided by the initial reporter: at 09:00 on (B)(6) 2020, replaced the infusion connector for the patient, he found that the infusion connector was leaking and damaged. Replace it immediately and report to the head nurse.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was damaged and leaking before use. The following information was provided by the initial reporter: at 09:00 on ((B)(6), 2020, replaced the infusion connector for the patient, he found that the infusion connector was leaking and damaged. Replace it immediately and report to the head nurse.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.